Event description:
N/a.

Manufacturer narrative:
All information was investigated, and the returned device analysis was unable to confirm the reported difficult to open or close associated with single gripper actuation issue. The reported difficult or delayed positioning - anatomy and image resolution poor could not be replicated in a testing environment as it was related to patient/procedural/operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and difficult or delayed positioning associated with leaflet grasping appears to be related to patient anatomy (short posterior leaflet). A cause for the reported single gripper actuation issue, however, could not be determined. The image resolution poor appears to be related to procedural conditions as some difficulty with visualization was reported. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with flail. It was noted that there had some difficulty visualizing the clip. The clip was advanced to the mitral valve. The first grasping attempt was not satisfactory due to the posterior leaflet being very short at that position. During the second grasping attempt, the anterior gripper did not move. The clip was retracted to the atrium to perform troubleshooting. After troubleshooting, the grippers worked as intended; however, during the next grasping attempt, the anterior gripper did not move. The clip was removed with no reported issue. Another clip was used with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.